Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due corroded gears and bearings which is wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported that the attachment device would not turn the cutter device. During in-house engineering evaluation it was observed that the device had vibration. It was noted that the device failed pre-test for temperature assessment and vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.